Manufacturer narrative:
(B)(4). The customer did not retain the failed tube. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. Complaint trends will continue to be monitored.

Event description:
The customer reported that within the past three weeks two patients each had and one event where the tube's cuff would not deflate during use. This report is regarding the second patient. The first patient event has been submitted on our report reference number 2936999-2015-01018.

Manufacturer narrative:
(B)(4). The customer returned four samples from the same lot. Analysis of the returned samples confirmed that all were made to specifications and passed all visual and functional tests, including inflation/deflation tests. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. A review of the manufacturing process was conducted and found that the process and inspection steps would have identified the reported condition prior to the release of the product for distribution.